Manufacturer narrative:
Concomitant medical products: 6qn#(B)(4).

Event description:
It was reported "blood leak at the entrance of the psi part". The product was used with an edwards swan catheter. The swan catheter was removed and the leak stopped. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Continuation of d11: 6qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "blood leak at the entrance of the psi part". The product was used with an edwards swan catheter. The swan catheter was removed and the leak stopped. No patient harm reported. The patient's condition is reported as fine.